Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a percutaneous mitral valve repair procedure, suture placement was attempted in the left common femoral artery (lcfa) with a proglide device using the preclose technique. The sheath sizes used in this procedure could not be recalled. Reportedly, during insertion the guide wire would not exit the distal end of the proglide. The sutures of two proglide devices were successfully placed using the preclose technique in the rcfa. Reportedly, during insertion into the lcfa the guide wire would not exit the distal end. The sutures of two additional proglide devices were placed in the lcfa using preclose technique. The percutaneous mitral valve repair procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two each proglide devices in the lcfa and rcfa. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation which confirmed the resistance with the guide wire when backloading through the sheath. A review of the electronic lot history record for the reported lot revealed no nonconforming material records, indicating all lot release testing met specifications. A query of the complaint-handling database indicated there were no similar incidents reported from this lot for this issue. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed. These devices will continue to be monitored.